Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the eic cup was overfilling. The fse installed new valves but this did not resolve the issue. The fse then replaced the entire eic assembly and re-aligned the modular chemistry sample arm. The fse verified the repairs per established procedures then recalibrated all of the modular chemistry assays. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that the eic cup was overfilling with deionized water on their unicel dxc 800 synchron chemistry analyzer. There was no impact to patient sample analyses or to patient treatment associated with this event. The customer was advised to wear personal protective equipment (ppe). The customer was advised to try cleaning the eic ports but this did not resolve the issue. There was no report of exposure to the customer. No injury was reported. There was no report of medical attention being sought.